Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
A customer device was returned to pentax medical on 22/jan/2019 for routine service. Inspection of the unit was performed on 23/jan/2019 where the quality control inspector found the following: prism cracked, hole in # 1 remote control button cover, distal cap - fixed type failed epoxy seal integrity inspection, passed dry leak test, passed wet leak test, image shadows, distal cap/ case cracked, primary operation channel excess glue at distal end, fluid invasion not observed in control body, fluid invasion not observed in pve connector, umbilical cable single buckled under pve root brace, operation channel twisted in bending section, customer complaint confirmed, insertion tube mild crush at stage 1. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to the user upon completion.